Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform displacement test and p-cap does not lock properly into the reservoir compartment due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, missing display window cover, scratched case and minor scratched lcd window. Cosmetic damage was confirmed at the retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.